Manufacturer narrative:
(B)(4). (B)(4). The device has been received; however, the investigation is not yet complete. The other xience v (1009541-08, 9020261) is being reported under a separate medwatch report number.

Event description:
Device issue: difficult to remove stent delivery system (sds). Time of device issue: during the procedure. Adverse event: medical intervention. It was reported that after the 3.0 x 8 xience v stent was implanted in the calcified right coronary artery, the shaft of the delivery system broke in the guiding catheter upon removal of the delivery system from the patient and was retrieved with a snare. A 2.5 x 23 xience stent was then inserted in the target lesion, but became stuck on calcium. The sds was pulled on in an attempt to remove it, during the attempt the stent became accordioned. After a balloon dilatation catheter was inserted next to the stent delivery system and inflated, the stent delivery system was able to be removed from the patient. There were no adverse patient effects reported. There was no additional information provided.